Event description:
It was reported that the individual contacted support stating that insulin drops were not visible after filling the tubing to approximately 40 units and that there was difficulty attaching the connector. The individual was advised to restart the supply change using a new connector. After replacing the connector, the individual was able to complete the supply change without further issues and resumed insulin delivery. It was also stated that the original connector appeared normal with no visible defects and that blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.